Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2013, the physician received multiple unsuccessful cavity integrity assessment (cia) tests utilizing two disposable devices. The second device was removed and the physician performed a "diagnostic laparoscopy" which revealed "two perforations in the patient's uterus". It is unknown if medical intervention was required. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) reviews were conducted for the disposable device and radio frequency controller. They were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).